Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below lower limit) was isolated to the electrode belt trunk cable being damaged. The root cause for damaged trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt delivers pulse below lower limit.